Manufacturer narrative:
Cmp-(B)(4). Concomitant products: m2a-magnum pf cup 58odx52id/ pn us157858/ ln 300550, m2a-magnum 52-60mm tpr ins std/ pn 139268/ ln 661850, taperloc por fmrl lat 13.5x147/ pn 11-103207/ ln 875140. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as there has been no report of explant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03850.

Event description:
It was reported that patient is experiencing metallosis and has an abscess on his hip and a tumor near his abdomen.

Manufacturer narrative:
The complaint sample was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.